Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A field service engineer (fse) had assisted the customer by phone and remote service to restore station operation. Fse instructed the customer to shut down the station, check the hard drive connection and ensure the all in one unit was securely mounted. After these steps, the station was rebooted and started normally, continuing to operate without failure. The system functioned as intended after the field service engineer assisted the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was on a black screen with a small box that required a password. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.